Manufacturer narrative:
Based on the information provided, the root cause of the reported intra-operative bleeding cannot be determined. A follow-up MDR will be submitted if any additional information is received. It was confirmed that there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the robotic procedure. As a result, no products will be returned to isi for analysis. A review of the system and instrument logs has been performed with a procedure date of (B)(6) 2020. There were no observed events in the system logs that would suggest a product issue related to the customer reported event, and logged events are in line with normal system functionality. All instruments used in the case were used in subsequent procedures, with the exception of the following: tip up fenestrated grasper and the single-use instruments. The vessel sealer and the sureform stapler instruments are single use instruments and site reviews have shown that no complaints were filed against the instruments or the reloads. As of the date of this report, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is reported due to the following conclusion: while mobilizing the hepatic flexure of the transverse colon, the surgeon inadvertently applied excess tension and tore the mesentery at the retro peritoneum. As a result, the patient experienced bleeding. The bleeding was controlled with the vessel sealer extend instrument and clips and required a second procedure to address a post-operative bleed that occurred. The expiration date is not applicable.

Event description:
It was initially reported that during a da vinci-assisted right hemicolectomy procedure, the inferior mesenteric artery (ima) allegedly tore off the aorta. As a result, the patient experienced intraoperative bleeding, which was controlled. However, postoperative day #1, the patient experienced bleeding and had a second surgical procedure to address the postoperative bleeding. On 16-apr-2020, the surgeon reported the incident to intuitive surgical, inc. (Isi's) clinical sales representative (csr). On 20-apr-2020 and 22-apr-2020, isi contacted the csr, and obtained the following additional information regarding the reported event: the csr reported that the information was from the surgeon and the site's general surgery coordinator. It was reported that on (B)(6) 2020, a (B)(6) year old female patient had undergone a da vinci-assisted right hemicolectomy procedure. The surgeon was using the vessel sealer extend instrument to mobilize the hepatic flexure of the transverse colon. At that time, the mesentery tore at the retro peritoneum. As a result, the patient experienced bleeding. The bleeding was controlled with the vessel sealer extend instrument and clips. Initially it was reported to be the ima; however, it was clarified that the bleeding was from the veins. The surgeon stated that "it was my fault," and that he had excess tissue tension while grasping tissue, and it could have been due to lack of haptic feedback. The csr stated the surgeon and the general surgery coordinator did not provide details regarding the estimated blood loss. The procedure was completed as a robotic procedure. It was initially reported that on post-operative day #1, the patient experienced bleeding and required a second procedure. However, the general surgery coordinator confirmed that on the same night of the initial procedure the patient experienced abdominal distention requiring a second procedure. The patient underwent an open surgical procedure. It was reported that the patient had postoperative bleeding and ischemic bowel. The bleeding was identified from several locations. The surgeon resected the ischemic bowel to address the bleeding. The patient was reported to have stayed in the hospital for several days and then was discharged. The patient is reported to be recovering well. There is no video recording or images available for review. The surgeon and the general surgery coordinator confirmed that there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the robotic procedure.